Event description:
Pt reports that on two occasions, her cadd ext tubing leaked ((B)(6) 2019). On (B)(6) 2019, pt thinks she was without medication for about 4 hours as she experienced side effects (foot pain, fatigue, and nausea) after changing tubing and resuming treatment. Pt was concerned about infection. Advised since medication was able to get out, there may be increased risk for infections. Advised to notify md if she develops fever or doesn't feel well. No other info available. Reported to (B)(6) by pt/caregiver.